Manufacturer narrative:
Additional information: h6 . An event of pericardial effusion and drop in blood pressure were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. Following transseptal puncture a pericardial effusion and drop in blood pressure was noted. A transesophageal echocardiogram (tee) was performed and documented the pericardial effusion. The 12f amulet delivery sheath was inserted in the patient at the time when the pericardial effusion was noted. A pericardial puncture and reanimation was performed. No device was implanted. The patient was reported to be in stable condition.